Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal in tibia due to infection or nonunion, and an unknown external fixation was placed. Initially, the patient was implanted with a locking compression plate (lcp) on (B)(6) 2020. The outcome of the revision surgery was unknown. The patient was suffering from infection. This complaint involves 30 devices. This report is for (1) unk - screws: cortex. This is report 2 of 10 for (B)(4). Related product complaint: (B)(4).